Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiovascular (artery) surgery, while suturing, the needle broke in the artery wall and fell into the cavity. The surgeon managed to retrieve it before it entered the blood circulation. There was no patient injury.